Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. Kink impressions, compression and curved shape memory was observed between the 1cm and 6cm depth markings. A partially circumferential split was observed between the 5cm and 6cm depth markings. The split occurred within a permanent kink impression. The sample kinked preferentially in the vicinity of the split during manual manipulation. Microscopic inspection of the split revealed inward curving edges. Material buckling, kink impressions, material discoloration and material wear were observed in the vicinity of the split. The split features, kink impressions, curved shape memory and buckling were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, securement, usage and maintenance factors may gradually form a crack(s) in the catheter.

Event description:
It was reported that a hole was discovered at 5.8cms from zero, 1.8cm into the patient's arm. No patient injury reported.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw1444 showed one other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that a hole was discovered at 5.8cms from zero, 1.8cm into the patient's arm. No patient injury reported.